Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door was replaced. A service history review revealed that the device has had repeated problems with a damaged door. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump had a damaged door. This was noticed before use. There was no patient involvement. No additional information is available.